Event description:
Litigation alleges that patient experienced pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and lack of mobility.

Manufacturer narrative:
This complaint is still under investigation depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/23/2015 - medical records reviewed for patient and product harms. After review of the primary and revision operative notes there were no intra-operative complications. The revision operative note indicated pain and increased metal ions (no labs provided). The revision note also stated there was no infection. There was no mention of dislocations. Patient harms (ortho: infection, ortho: implant dislocation, ortho: bone damage: minor, and ortho: poor joint mechanics: rom) were removed.